Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to a headache and hyperglycemia. The patient's blood glucose levels reached 23.7 mmol/l (426.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient noted redness and swelling at the insertion site (arm). Tests were performed and no treatment was provided. The basal program has been doubled based on the doctor's recommendation. The patient was prescribed paracetamol and ibuprofen for treatment. It was also noted the patient had surgery due to a concussion four weeks prior to this ER visit (unrelated to diabetes or the omnipod system), and a follow up appointment for an MRI was made. The patient was released after five hours. The pod was discarded by the patient.